Event description:
It was reported that the ilet pump¿s touchscreen became partially unresponsive, with only the bottom half responding to touch, and the user was unable to exit the cgm menu or access main and insulin menus; a small crack was observed on the top of the screen, and the device appeared to continue dosing insulin. Outcomes included user inconvenience and impaired device operability without interruption of insulin delivery. Investigation included a review of complaint details and replacement logistics. Investigation of this case revealed a damaged display resulting in impaired touch functionality while the pump remained operational. It was concluded that the device experienced a hardware screen failure consistent with physical damage, and a replacement device was provided.